Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed, performed reboot and recover storage space but unable to resolve. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. A field service engineer replaced all tower door latches. The customer opened and closed tower doors one through four to verify operation. The hardware testing application tower door test was run and passed successfully. The customer then tested and verified proper door functionality. The system functioned as intended after the field service engineer repaired the device.